Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and unsuccessful disc surgery. It was reported that the patient had a fall three years prior to the report and had to have her implantable neurostimulator replaced. No further complications were reported or anticipated.